Event description:
Rptr was getting their period regularly up until the embolization. Rptr hasn't gotten a period since the embolization. Also rptr has been experiencing lightheadedness all the time and also collapsed but didn't become unconscious. The drs can not determine the cause. Rptr thinks it may have to do with the embolization. Rptr is also very, very tired all of the time.